Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 408 mg/dl. The customer's brother stated that the doctor's perceived cause of event is that the insulin pump was either delivering too much or too little insulin. The customer's brother also stated that prior to the event, the customer had a blood glucose level of 26 mg/dl and was treated by a glucagon pen. It was found that the bolus history showed a 3 unit bolus every 20 minutes in a 4 hour span. Furthermore, two maximum delivery alarms occurred the day of the event. It was also found that the bolus wizard was off so that customer must have programmed multiple manual boluses. Nothing further was reported.